Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. A philips field service engineer (fse) inspected the system onsite and confirmed that system was not booting completely. After reviewing log file fse found malfunction to the fan tray and dcps. Upon troubleshoot fse found multiple faulty components, with the primary issue being a defective fan tray power supply. The cause of the pdu fan tray failure could be determined by the supplier's part analysis, and it found defective power supply unit. To resolve the issue, fse replaced the pdu fan tray and dcps. After replacing the pdu fan tray and dcps, system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system would not boot up completely. The device was outside of clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.